Event description:
The pt (B)(6) is a participant in a clinical study. During a surgical procedure to replace the pt's ipg due to normal battery depletion, high impedance measurements were noted for the right lead. Further interrogation found the correlating extension to be the source of the issue. As such the device was replaced. Effective therapy was recaptured for the pt following the procedure.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.